Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise on the right ventricular (rv)/pace-sense channel exhibited by a competitor defibrillation lead. The noise was oversensed and resulted in one episode of pacing inhibition >2seconds. The bsc representative contacted technical services to question whether or not the high voltage leads could be reversed in header. At the time of the call, the patient was in procedure for a lead revision. The lead measurements were reported as stable. Technical services (ts) discussed the possibility of the hv leads reversed and recommended that this be checked. To date, there have been no reported adverse patient effects associated with this clinical observation.

Manufacturer narrative:
Additional information was provided that the competitive lead was explanted and successfully replaced. As of today, the available information suggests this device remains in service without additional complication. If any additional information related to this incident becomes available, this event will be updated. Additional information was received that the device was electively explanted. Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing, sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests.